Event description:
It was reported that the patient was being referred for generator replacement due to an increase in seizures. It was reported that the generator battery is depleted. Additional information was received indicating that the patient was having clusters of longer spells. It was noted that the intersified follow-up indicator on the generator is yes. It is unknown if the increase in seizures are above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Event description:
It was reported that the physician attributes the increase in seizures to the generator needing to be replaced. The increase in seizures was first observed when the patient went to the emergency departement. It was reported that the physician cannot recall if the increase was above the patient's pre-vns baseline frequency. It was reported that the patient's seizures were very well controlled with very few generalized tonic clonic seizures until recently. An implant ccard was received indicating that the patient underwent generator replacement due to ifi = yes. The explanted generator has not been received for analysis to date.